Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to patient injury previously. Device issue: guide wire separation. It was reported that the lesion was pre-dilated another company's balloon after the guide wire was successfully advanced in the lad. When the guide wire was being withdrawn it was noticed that the radiopaque tip coils stayed still. The guide wire and the balloon were withdrawn immediately, and it was found that the tip coil of the guide wire was prolonged and nearly broken off. Fortunately, nothing was left in the patient's coronary artery and the pt was not injured. The tip of the guide wire separated after it was removed from the pt. No additional event or pt info is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed the guide wire was returned without any blood visible. There was contrast visible on the coils. There was corrosion on the proximal and middle solder. There were off set coils in the intermediate coils, 4 mm and 9 mm proximal to the center solder. The shaping ribbon was separated proximal to the tipball. The tip coils were separated and stretched for a length of 4.1cm. The separated portion was not returned. The distal end of the remaining shaping ribbon was in a corkscrew shape. There was no other damage noted to guide wire. The tip was not tugged due to the missing tipball and stretched tip coils. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. The corrosion found on the wire during analysis is from conditions of transit and not part of the original product experience. Quality assurance technician analysis confirmed the stretched coils and the missing tip ball. To aid in tip shaping, spacing is placed between the coils. If the coils become caught within the lesion or on or in a device during the procedure, especially if there were repeated attempts to cross the lesion, the spacing may become distorted and the coils damaged. In the extreme condition a gap can result in a radiopacity interruption or what appears to be a loose or damaged tip when viewed under fluoroscopy. This can be either temporary distortion or permanent damage to the guide wire as was found in this case. Additionally, results of the sem analysis indicate that the device shaping ribbon was subjected to excessive torsional overload beyond its design limit causing the tip to eventually detach. For the guide wire to fail due to torsional overload, some portion of the guide wire would have to be trapped either in the anatomy (the highly stenosed lesion) or in another device and excess torque applied. The cause of the torque was not described, but the sem shows that the wire had been overtorqued beyond the strength of the guide wire resulting in eventual guide wire failure. The root cause appears to be from circumstances during the procedure and not a manufacturing related quality issue; therefore, no corrective action will be implemented. This is a very low-level failure mode that is monitored. Manufacturing assures the quality of the guide wire tips through visual and dimensional inspections. Also, samples are destructively tested and each lot must pass the test requirements. Quality inspection verifies that all requirements are met. This MDR is considered closed by the product performance group.